Manufacturer narrative:
Information added to h3 and h6. Correction to h6 medical device problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from the distal end. However, a definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end. There were no reports of patient involvement.